Manufacturer narrative:
Concomitant medical products: product ID: 3886, lot# n24902, implanted: (B)(6) 2001, explanted: (B)(6) 2010, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
(B)(6) 2014 (B)(6) (hcp): it was reported that the patient complained of shocking on (B)(6) 2010 and saw no improvement after programing on (B)(6) 2006, (B)(6) 2009, and (B)(6) 2009. The patient opted for a revision. She was programmed afterwards on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. The patient outcome was unknown as there had been no follow-up since (B)(6) 2012.